Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-03297. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, non-sustained right ventricular over-sensing due to far-field p-wave over-sensing was noted and there were refractory and blanking issues on the atrial channel as well as ventricular under-sensing due to premature ventricular contractions, which caused functional loss of capture. Programming changes were made. Additionally, high capture threshold was noted on the right ventricular lead. During revision procedure, the left subclavian vein was found to be occluded. The physician decided to implant an entirely new system on the right side and kept the old system active as well. The patient was in stable condition.